Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that left ventricular (lv) lead was part of a system revision due to infection. The system was extracted to resolved this issue. There were no additional adverse effects reported.